Event description:
It was reported that; the blocker inserter was broken during the surgery.

Manufacturer narrative:
(B)(4). Device history review; complaint history review; risk assessment; a similar device was sent for material analysis for the same type of failure mode. The analysis determined that the inserter broke through overload in a ductile and bending mode. This type of fracture is consistent with the user applying too much bending force to the device. The device is also 3 years old, which wear from it's extended use could have contributed to the event. No relevant manufacturing issues were identified as all units met stryker specifications. The root cause is most likely multifactorial.

Event description:
It was reported that; the blocker inserter was broken during the surgery.